Event description:
(B)(4) windchill ra604394 on 27nov2023, a customer contacted the global technical solutions center (gtsc) to report false negative results for anti-a of the forward grouping test in mts abd monoclonal and reverse gel card lot 040723037-06 (expiry 09feb2024) for one patient sample tested using manual gel technique and quality control material. Complainant: (B)(6) (laboratory manager), date of events: 27nov2023, reported same day. Reagent: mts abd monoclonal and reverse gel card lot 040723037-06 (expiry: 09feb2024) mts 2 plus diluent (lot information requested but not provided) quality control material: 0.8% affirmagen lot 8a688 (expiry: 09jan2024) sample information: patient¿ historical a positive patient. Sample ID not provided. The customer stated that on (B)(6) 2023, one patient sample was tested for abo rh using abd monoclonal and reverse gel card lot 040723037-06. The patient sample produced an unexpected negative reaction in the anti-a column of the gel card. On the same day, quality control (qc) testing was performed in manual gel using 0.8% affirmagen lot 8a688, the a cell vial, as the control material and unexpected negative reactions were seen in the anti-a column of the gel card. Qc testing was repeated with an alternate card of the same mts gel lot and produced an acceptable positive reaction. (Details not provided). Qc testing was also performed on the a cells of the 0.8% affirmagen red cell reagent lot 8a688, in manual tube method and a 4+ positive reaction was obtained. The customer inspected the cards but identified no defects. The customer performed repeat testing of the patient samples with the same lot of mts gel cards and in tube method. Expected results were obtained (no further details provided). No biased results were reported to the physicians. No patient was harmed because of these events.

Manufacturer narrative:
Investigation details: quality control testing was initially performed on the same day of testing and failed due to erroneous results of the anti-a column. Repeat testing was performed with alternate mts gel cards from the same lot and was acceptable (no further details provided). Storage and handling of the mts gel cards, and reagent red blood cells was as per instructions for use. Orientation of the mts gel cards was in an upright orientation. Visual inspection of the mts gel cards, and reagent red cells was performed and was acceptable prior to use. Result reports and gel card images of quality control and patient testing were requested for review but not provided. As part of the investigation, a batch record review of the mts abd monoclonal and reverse gel card lot was reviewed, and no discrepancies were discovered. All in-process and final release serological testing results were within specifications, including customer use ortho vision testing results. All qc inspection records (packaging and gel card inspection documents) of this product lot indicated acceptable results; no gel card defects were identified during qc inspection. All ID-mts gel cards used during in-process qc testing passed the visual check performed by the serologist. Formulation stage batch record (anti-a lot 032823039) associated with this ID-mts gel card lot was reviewed and no discrepancies were discovered. The equipment area use log used during production of this lot was reviewed and no conditions or actions taken were found to directly contribute to this customer complaint. There were no product nonconformances related to this lot. The lot met all specifications, all in-process and product release criteria. (Dra604395) additionally, retains testing of mts abd monoclonal and reverse card lot 040723037-06, expiry 09feb2024, was requested to verify reagent continues to function as expected. The investigation identified that mts a/b/d monoclonal and reverse grouping card lot#040723037-06 performed as intended. Mts a/b/d monoclonal and reverse grouping card lot#040723037-06 gave expected results when tested by manual method with diluent 2 plus lot# mdp230, 0.8% affirmagen lot#8a675, albaq-chek lot# v266528 and donor# (B)(6). All results were as expected. A total of (B)(4) retention cards were visually inspected and no defects were found. No customer return cards received by mts. Product testing with retain cards performed as expected. No discrepant results obtained with albaq-chek and donor samples. Unable to confirm customer complaint as mts a/b/d monoclonal and reverse grouping card lot#040723037-06 performed as intended. (Dra604397) as well, a query of the worldwide complaint databases was performed for mts abd monoclonal and reverse gel card lot 040723037-06, expiry 09feb2024, through 13dec2023 for falseneg and related call areas. The one complaint under investigation as identified. For thoroughness, a review was performed for the mother bulk lot, 040723037 as well. One additional complaint was identified for falseneg but identified an alternate affected column than the event under investigation. No trend was identified by sublot or mother bulk for falseneg results. (Dra604396) no further investigation was performed on this incident. The potential assignable cause of the discordant negative anti-a column reaction of the abo forward testing for one patient is unknown. There was no evidence of any systematic failure of ortho reagents to perform as intended. No further complaints of this type have been received from the customer since the time of the reported events.